Event description:
It was reported that there were air bubbles in the reservoir during the troubleshooting for high blood glucose. Customer's blood glucose was unknown. The issue was resolved upon troubleshoot. The customer was advised to monitor and call back if problem persists. Customer also mentioned that she sometimes rewind with reservoir in place. Customer also reported that the insulin pump alarmed no delivery, low battery and low reservoir. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.